Event description:
Philips received a complaint on the heartstart mrx device indicating that the device fails testing.

Manufacturer narrative:
The fse evaluated the device. It was determined that the device needed calibration, once calibration was performed the device was functional. The device remains at the customer site and no further evaluation is warranted at this time.